Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per service record opened. The system found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during flap creation the incision was failed resulting in an incomplete flap in the left eye of a patient during surgery patient interface used in the procedure was returned. Patient interface was adherent to dirt and the laser could not be irradiated at that spot and the surgery was completed without any problems. There are multiple related reports for this event. This report addresses the unknown patient initial's, in the left eye and other manufacturer reports will be filed.